Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct150 17.0 diopter intraocular lens was explanted from a female patient's left eye due to a residual refractive error. The lens was replaced with a z9002 with a higher diopter size. The procedure went well with no complication, no injury and no additional procedures. Patient has recovered. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/25/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed a piece is missing from the lens and no further anomalies were found. The product was most likely damaged during the lens explant procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.